Event description:
The user facility reported that the carotid artery stenting (cas) was completed without problems with puncture using an 8 french procedure sheath. The angio-seal device was then used for hemostasis as usual. After thirty (30) seconds of holding the tamper tube, when the physician stopped holding the tamper tube, bleeding occurred. The physician repeated this step multiple times; however, hemostasis was not achieved. The device was not used, and manual compression was applied for about forty (40) minutes to achieve hemostasis. A few hours later, an abnormality was noted in the patient's leg and the hemostasis site was found to be occluded. The occluded site was recanalized at the vascular surgery department, and the patient was discharged from the hospital on his/her own without any sequelae. The estimated blood loss was less than 250cc's. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. Bleeding occurred in the procedure room and the vessel was occluded. The puncture was right femoral artery. The patient required non-surgical and surgical intervention due to the event. The patient was recovering. The event results did result in patient injury and medical/surgical intervention was needed. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. No equipment or other devices were used with the above product. Additional information was received on 07 may 2024: surgical treatment was performed. The occluded site was incised to remove the component that had been slipped into the artery.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: n/a. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been deployment technique or improper device positioning resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).